Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of a 9.5 cm abdominal aortic aneurysm. Vessel morphology at the time of implant is unknown. It was reported at the time of implant the stent graft and the aortic neck were the same size in diameter (28 mm). The patient's vessels have disease progression resulting in aortic neck dilatation. The vessels diameters have changed from 28 mm in diameter at the time of implant to 29 - 30 mm in diameter currently. It was reported approximately 18 months post stent graft implantation the CT demonstrated that the stent graft and migrated there was no distal type I endoleak. It was reported that the stent graft migration was due to disease progression resulting in aortic neck dilatation. The physician elected to place another manufacturer's aortic cuff. The pt was reported to be fine and no additional clinical sequelae have been reported.

Manufacturer narrative:
Eval: results: inherent risk of procedure (migration). Patient's condition affected effectiveness of device (disease progression resulting in aortic neck dilatation). Eval: conclusion: device failure/lack of effectiveness related to pt condition (disease progression resulting in aortic neck dilatation).